Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, operated in france with tka evolution cs nr 3, tibia 3 std, insert 10 mm, patella 29 mm - microport orthopedics inc. No full original documentation is accessible for me. After operation and actually discomfort, mainly when bearing weight, "it feels like it's jumping" in the knee. Clinically unstable in the frontal plane. On x-ray no loosening, proper geometry of implant and knee axis. Question - accessibility of tibial insert in poland when planning exchange from insert 10 mt 12- or 14-mm height. Other product not related with the failure: product: efsrn3px evolution® mp fem cs/cr non-por size 3 primary, lot: n/I, qty: 1 product: etpkn3sx evolution® mp tib keeled nonpor size 3 standards, lot: n/I, qty: 1 product: kpontp29 advance® onlay all-poly patella tri-peg, lot: n/I, qty: 1.